Manufacturer narrative:
Exportapce is not marketed in the u.s, however, it is considered the same as the u.s marketed product exportap. If information is provided in the future, a supplemental report will be issued.

Event description:
An exportapce aspiration catheter was used to treat a lesion in the rca. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was encountered when advancing the device. The device was forwarded to the lesion and aspiration was performed with no issues. It is reported that after aspiration the physician was unable to withdraw the aspiration catheter into the la6ar10 guiding. There were no issues with the guide catheter. Resistance was felt so the physician removed the whole system - guiding catheter, non-medtronic wire and aspiration catheter. When the guiding passed the aortic arch, the physician was able to withdraw the aspiration catheter into the guiding. Resistance was not noted between the export and the guide catheter but it wasn¿t possible to pull back the export into the guiding until they passed the arch of the aorta. There was no resistance between the export and the guide wire. After removal the export was inspected and it was noted that the material at the rapid exchange port was damaged. No patient injury is reported.

Manufacturer narrative:
Product analysis: as received the guide wire is still engaged in the wire lumen of the export catheter. The guide wire moves freely in the rx lumen (not stuck). The distal end of the wire is extending beyond the tip of the export catheter. The wire has several kinks in the most distal 14cm. The wire tip and distal bond joint intact and not stretched. The proximal end of the wire is undamaged. The proximal end (strain relief) of the export ap wire lumen where the guide wire exits is stretched in a distal direction but not torn. The guide catheter used in the case was not returned for analysis. Summary of returned images: an image shows the lesion site in the rca as reported by the account. The aspiration catheter is advanced to the lesion and aspiration is performed. A post dilation balloon is introduced and inflated at the lesion site. An image of the treated lesion shows the rca with improved vessel patency shown by the flow of contrast through the vessel. Further post dilation is performed at the lesion site. A contrast image shows the lesion site after treatment with improved vessel patency shown by contrast flow. There were no images provided showing the reported resistance when advancing the device. There were no images provided showing the reported difficulty removing the aspiration catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.